Event description:
It was reported by service report that the seat strut is broken and the device would be unable to support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.